Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file submitted by the account confirmed pump stop events. Based on past experience with the heartmate (hm) ii left ventricular assist system (lvas) and similar reported events, the pump stops and hazard alarms that occurred while the patient was supported by the mobile power unit could be indicative of driveline damage. The submitted log file captured transient pump stop events on (B)(6) 2020 and 14nov2020 with corresponding low speed advisory/hazard, low flow hazard, and high motor current alarms. These pump stoppage events occurred while the system was supported by the mobile power unit. The account reported that the patient's pump speed was decreasing to zero on wall power. The patient was not deemed a surgical candidate and declined driveline intervention. The patient was offered a non-grounded patient cable, but elected to just utilize battery power. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further related issues have been reported at this time. The relevant sections of the device history records for vad-61569 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes situations which may result in a low flow hazard alarm, including changes in patient condition. Section 6 of the IFU, ¿patient care and management¿, explains that pump flow is estimated from pump power and pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6 also addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms, including the low flow hazard alarm, and the appropriate actions associated with them. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had speed dropping to zero on ac power. Upon review of the log files, there were multiple pump stops and low speed advisories on (B)(6) 2020 and (B)(6) 2020. This may be linked to the percutaneous lead. These issues seem to be occurring while the vad was connected to the power module.